Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the implantable cardioverter defibrillator (ICD) header failed to connect to a lead. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events of loose or intermittent connection and break was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Analysis of the device¿s header connector found no anomaly contributing to reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.